Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge had a patient line that was discolored. The customers blood glucose level was (150 mg/dl) the customer changed the cartridge and the issue was resolved.